Manufacturer narrative:
A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the product was not returned. The device history record investigation did not show issues related to complaint. Corrective action cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the defect. At this time since the device product is not available it is not possible to determine the source of the defect reported. Teleflex will continue to monitor and trend of similar complaints.

Event description:
The customer alleges that the device is shorter than usual. The issue was detected during incoming inspection/inventory review. A total of 10 devices were reported with the alleged issue.